Manufacturer narrative:
(B)(4). Broken advancer. The analysis results found that the (B)(4) device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. The device locked out as intended but the orange indicator was not visible; this finding is not related to the event reported. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a unknown procedure, when the surgeon fired the device the clips jammed. They completed the procedure with a new like device. There was no patient consequence reported.